Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing and the complaint investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive <15 colony forming units (cfus) of klebsiella oxyloca, <15 cfus of staphylococcus saprophyticus and <15 cfus of kocuria species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.